Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: two complaint rt021 catheter mounts were returned to fisher & paykel healthcare in (B)(4) for investigation, and were visually inspected. Results: visual inspection revealed that in both cases the tubing cuff of the catheter mount had split at the connector end. Conclusion: we are unable to determine the cause of the damage observed on the returned rt021 catheter mount. All rt021 catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mount were damaged after they were released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that the tubing of an rt021 catheter mount had "big holes". This was found at start of patient use.